Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted:(B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported the patient had her pump turned off on (B)(6) 2014 and experienced withdrawal. It was further reported the patient decided she did not think she needed the pump anymore and the doctor told her that because the pump was on a very low dose she should not have any problems once it was turned off. It was also reported the doctor that turned her pump off had not seen the patient before. It was noted the patient was taken to the hospital and was examined, given medication for nausea, as well as pain pills, but she was still not feeling well. It was reported the doctor's office was closed on the date of this report for the holiday weekend. The pump was being used to deliver morphine. On (B)(6) 2014, additional information received reported that the patient was having no pain and was titrated down to the lowest dose on the pump and continued to have no pain. It was noted the patient decided to have the pump turned off and removed at a later date. On (B)(6) 2015, additional information was received from the patient. The pump was noted to have been turned off over a year ago, at which point they went through withdrawals for almost 2 weeks at home. Indications for use included non-malignant pain and failed back surgery syndrome. Subsequently, the patient then ended up in the hospital for about a week, as the withdrawal caused her to have weakness; they had to have physical therapy (pt) to learn to walk again. According to the patient, the healthcare provider (hcp) did not give them anything to help them. The patient had pain (previously reported as "had no pain"), but can manage without the pump. The pump was turned off on (B)(6) 2014, and the event occurred on (B)(6) 2014 (previously reported as (B)(6) 2014). The event onset was sudden in nature. As of (B)(6) 2015, the situation was resolved and they planned to go back to their managing hcp, as they wanted their pump removed.

Manufacturer narrative:
Correction of date to (B)(6) 2015 from (B)(6) 2014. Correction of date to (B)(6) 2015 from (B)(6) 2014.